Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection. In addition, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that nearly 5 months after dental implant was installed in intraoral region 10#, its non-osseointegration was observed. In addition, the patient presented insufficient bone quality/quantity (bone type iii), fenestration occurred during surgery, bone graft was executed and immediate implant procedure was performed.